Event description:
Product: nicview - camera/ arm clamp. Arm held no tension and unit fell on baby

Manufacturer narrative:
Follow upl report 001 (ref natus complaint# (B)(4). The registered nurse provided more details regarding the incident including: _was there any death or serious injury? No. _date the event occurred? (B)(6) 2021. _name & title of initial reporter to natus? (B)(6). _was there any signs of sparking or electrical discharge? No. _was there any other signs of burning like smoke, flames or melting of the enclosure? No. _was the device being used for patient care at the time of the event? Yes. _was this the initial use of the device? This was not the initial use. _please describe what let up to the event - the rn adjusted the camera and positioned it to the side and angled down towards the baby. The camera did not move for about 30 seconds. Without being touched or bumped, the arm of the camera dropped. Due to the weight of the camera, the camera swung towards the baby instead of straight down leaving a small pink mark above the baby's right eyebrow. The mark then faded within 30-40 mins. _did the initial reporter send a report to any regulatory agency? No". Investigation results and findings: natus received the parts back and performed the evaluation. The fs noted that "the cam-002, arm-002 and clamp-002 are in the nbc area. The cam-002 and clamp-002 appear to be in working order. The plastic surrounding the compression hinge of the arm-002 is cracked and breaking, I do not see any impact marks near the cracking. The breaks and cracks are causing less compression at the joint and the compression hinge is unable to support the weight of the arm-002 with the camera cam-002. (I have not made any adjustment to the compression hinge.) On 9/1/21, the engineer performed the future evaluation and noted that "the screw that controls the tension of this pivot point gets tightened down to fix the arm in the desired position. It's likely that users will move the arm without loosening the screw, especially since it requires a tool (allen key) to loosen. I don't know how old these parts are, if the plastic material is under stress for an extended period of time it will increase the chance cracks will develop. Adding stress to the part by moving it under tension will increase the chance cracks will develop further." Also, the manual mentioned to support the arm before loosening the position lever for proper adjustment, but the customer did not follow the manual. Therefore, it's more likely the customer had caused the damage. Faillure confirmed: yes. Investigation result code (n/a to all qms):seattle/customer caused damage. Closure rationale: complaint verified, resolved on-site and no further action necessary.

Manufacturer narrative:
Initial report (ref natus complaint# (B)(4)). Product nicview - camera/ arm clamp. Arm held no tension and unit fell on baby. Affected product has been requested to be returned for evaluation. Event summary (product and patient/user/environment effect): the customer reported to natus that they recently had a camera fell and landed on a patient. Thus they had gone through their rooms to determine which nicview camera arms are no longer holding tension. They found out 12 camera arms that were faulty and would not hold tension. They had asked natus to send out a rep to assess and replace all broken camera arms. The technical service rep noted that the customer "indicated the clamp did not release the assembly. There was a "break" at the arm knuckle where tension was applied, which lead to the plastic body cracking around the nut. This plastic body crack caused the arm to loose tension, which caused the plastic to split even more, leading to additional loosening of the arm tension resulting in expanding the crack even further." The technical service rep also requested a picture of the plastic-cracked area on the arm for initial review of the problem for natus qa team. The customer also gave the following feedback: was a patient involved at the time of the incident? Yes, arm held no tension and unit fell on baby was there a death or serious injury that required medical treatment? Yes, baby was injured was there a delay in treatment that had a negative impact on the patient's state of health? Yes, followed up with nicu nurse/management. Any environmental or safety concerns (e.g. Smoke, overheating, etc.)? No. There are two closed CAPA's related to this issue: (B)(4). The device risk analysis, (B)(4), under b1, severity score 3-medium and the risk rating is low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Device history record was reviewed and no related faults/issue found. A search for service data that may have been relevant to this issue was conducted. No further information related to this issue was found.

Event description:
Product: nicview - camera/ arm clamp. Arm held no tension and unit fell on baby.